Manufacturer narrative:
The field service engineer (fse) was onsite for an unrelated event to the issue in this report. The fse investigated the ventilator and did not find issues with the ventilator. The fse downloaded the logs. The fse replaced the air and oxygen gas modules as precaution and the ventilator was put back in service. The gas modules were discarded and therefore they have not been investigated but the logs were sent for evaluation. The evaluation of the ventilator¿s logs found that the logs contained low o2 alarms during ventilation prior to the fse¿s visit. These alarms imply that lower than set oxygen concentration was being delivered by the ventilator. No alarms occurred during the fse¿s examination before the replacement of the gas modules and therefore no issue was raised concerning the low oxygen alarms. The cause of these alarms has not been determined.

Event description:
The logs from a ventilator that were received contained low o2 concentration alarms during ventilation. There was no patient harm reported.